Event description:
Device malfunction: difficult to load onto the guidewire, partial deployment. Time of malfunction: during guidewire loading. Symptoms/ae: na. It was reported that while the xpert stent was being loaded onto the guidewire (gw) and resistance was felt during advancement. Reportedly, the device was prematurely partially deployed during backloading. There was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
Eval summary: the device was returned as a complete unit for investigation. Eval of the returned device found the stent was partially deployed by two and a half strut rows. There were no kinks noted in the device, and the tuohy borst valve was in the closed position. During testing the stent was fully deployed, and the stent area did not show any abnormalities. No manufacturing issues were detected. A specific root cause for the premature partial stent deployment could not be determined based on the investigation findings. A review of the device history record for this lot did not produce any findings relevant to this report.